Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, there was an incomplete staple line resulted in an anastomosis leak. Another device was used to complete the case. There were no adverse consequences to the patient.